Manufacturer narrative:
The ventilator was investigated by our field service engineer. Connections to air inlet and outlet was found to be loose. Both were reseated and retightened. No parts were replaced. The compressor passed all performance and safety tests and was cleared for clinical use. There are no indications of compressor malfunction.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).